Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section e.1: the initial reporter phone and email address are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Withdrawal difficulty from vessel is a known potential procedural complication associated with the embotrap ii revascularization device. The instructions for use (IFU) also warns the user to not withdraw the device against significant resistance. There are clinical and procedural factors, including clot burden, vessel characteristics (tortuosity, calcification), device selection, and operator technique, that may have contributed rather than the design or manufacture of the device. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The cerenovus representative reported that during a visit to the (B)(6) hospital on (B)(6)2023, and through a recent discussion where a potential concern was raised about the use of the embotrap ii revascularization device (catalog / lot# unknown) in the m2 segment and a vasospasm event, the physician brought up with his colleague (a consultant intervention neuro radiologist (inr)) to ascertain if he had any similar experiences. ¿they commented that he has not experienced vasospasm with the embotrap use but noted that he and another colleague have both at times noticed a strong resistance in retrieving the embotrap device when it is distal in m2 vessels and particularly when it goes around vessel curvatures.¿ the cerenovus representative inquired about the size of the embotrap device, but the physician was not sure of this. A brief discussion about the articulating petals and the tip of the embotrap took place. It was reported that the physician appeared to think ¿these tips pointed in the direction of the retrieval, but we looked at an image of the device and he was reassured to see these pointed distally and in the opposite direction to retrograde retrieval.¿ the physician did not make any statement / report about any specific adverse events. The concern appear to be related to the use of the embotrap device in the m2 vessels. The physician did not provide any further details nor did he agree at this point to any discussion. If further information is made available, the cerenovus representative will send the information. On 20-sep-2023, additional information was received. The information was in response to the question of whether the resistance encountered was specifically due to the vessel tortuosity was as follows: ¿the vessels were not referred to as being specifically tortuous, the observation was simply that high resistance has been felt in retrieving the device in the vessel curves in distal anatomy, going from m2 into m1.¿